Event description:
It was reported that the insulin pump alarmed button error, had an unresponsive keypad and experienced an audio or beep anomaly. The blood glucose reading was 80 mg/dl. The caller stated that the issues occurred after a battery replacement. It was noted that the insulin pump was making a beeping sound that would not stop. A battery replacement did not resolve the issue. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.